Manufacturer narrative:
Additional information was added: h4: the device was manufactured from august 17, 2021 - august 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during use of a large volume folfusor. It was stated that approximately 15-20mls did not infuse after twenty-four hours. The device had been filled with 18g piperacillin / tazobactam in 230ml of sodium chloride. It was further reported that the PICC (peripherally inserted central catheter) line flushed without problems and there were no visible kinks in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.